Event description:
It was reported that the patient was bedridden for a long time and could not relieve urine by themselves. Stated that the catheter was indwelling for a long time and catheter was replaced on (B)(6) 26th. The catheterization process was smooth without repeated blind insertion. After successful catheterization, 20ml of sterilization water for injection was injected into the air bag. One month after catheterization, the catheter was reset. On (B)(6) when the primary catheter was pulled out, the fluid in the balloon was not smooth. Many people tried, but the fluid could not be extracted from the replacement angle, resulting in the failure of extubation, which caused slight discomfort in the patient. They checked the integrity of the catheter and no difference in appearance, and a little fluid retained in the balloon. There was no dispute. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage), thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. "Precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was bedridden for a long time and could not relieve urine by themselves. Stated that the catheter was indwelling for a long time and catheter was replaced on january 26th. The catheterization process was smooth without repeated blind insertion. After successful catheterization, 20ml of sterilization water for injection was injected into the air bag. One month after catheterization, the catheter was reset. On february 26, when the primary catheter was pulled out, the fluid in the balloon was not smooth. Many people tried, but the fluid could not be extracted from the replacement angle, resulting in the failure of extubation, which caused slight discomfort in the patient. They checked the integrity of the catheter and no difference in appearance, and a little fluid retained in the balloon. There was no dispute. No medical intervention was reported.